Event description:
Puckering of one of the leaflets post toe central regurgitation.

Manufacturer narrative:
Evaluation summary: as received, the valve exhibited indentations in the free margins of leaflet 1 and 3 at commissure 1. Although all of the sutures had been removed from the sewing ring, these characteristic markings were most likely left by a suture that was tied tightly down and against the post at the cusp 1 commissure. No other inconsistencies were detected in the x-ray, as the wireform was intact. Method: x-ray. Additional manufacturer narrative: reportedly, the device was explanted at implant when regurgitation was detected after echocardiography (toe). Device history record (DHR) review has been completed and this device met all specifications. Manufacturing dates and lot# to be reported. Conclusion: the evaluation results strongly suggest that the regurgitation was the result of a suture loop necessitating the explant of this device. It is not known what treatment followed. Through follow up with the health care provider, it has been learned that the patient has recovered and was released from the hospital. The surgeon has indicated that no reports or echos are available for release. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards' valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.